Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event where tape did not stick on (B)(6) 2026. No further information available.